Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the power issue first occurred at an unknown time on (B)(6) 2016. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He claimed that an hour later, he became "light headed". He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there had been no trauma or misuse of the product. The meter had been charged until the charge complete message appeared and, based on the customer testing frequency, the meter's battery did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the power issue remained unresolved at the time of troubleshooting.